Event description:
A swan-ganz catheter was inserted through a 9fr sheath introducer into the left subclavian vein as standard procedure prior to coronary artery bypass surgery. No resistance was met, and the device was successfully wedged in the pulmonary artery. Monitored waveforms and numeric data confirmed placement. Bypass surgery was carried out and patient was transferred to the recovery unit. Recovery was unremarkable and removal of central lines normally occurs within 24-48 hrs post-op., the next day, the recovery nurse indicated resistance was encountered during attempted removal of the pulmonary artery catheter. The physician was notified. Examination of the pa chest x-ray showed a knot in the catheter approx 6-8cm from its distal tip. A 0.025" dia.x 150cm long guidewire was repeatedly passed down the distal lumen until the knot was untied. Catheter was removed. Dates of use: 2007, diagnosis or reason for use: coronary artery disease.